Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl and developed an infection at the infusion site (abdomen) while wearing the pod. The patient visited physician and for treatment the healthcare provider (hcp) drained the site and the patient was prescribed abx. The pod was discarded.